Manufacturer narrative:
Product testing on the returned meter could not confirm the complaint. All results during the control solution testing were within the range specifications and no errors were observed.

Event description:
A customer's health care provider reports getting a reading of 170 mg/dl on the customer's freestyle freedom meter. The healthcare provider reports administering 7 units of insulin, the usual dose for the pt. The healthcare provider reports that, the customer became non responsive and his blood sugar was 32 mg/dl 15 minutes later. The health care provider gave the customer orange juice.